Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm prograsp forceps instrument to perform failure analysis. The instrument was analyzed and it was found to have a damaged grip cable.

Event description:
It was reported that 8mm prograsp forceps instrument was observed to be broken. The procedure was completed with no reported injury.